Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in december 2014, it was noted that there was incomplete stent expansion of the 2.75mmx16mm and 3.00mmx8.00mm promus element¿ plus stents implanted in mid lad, which was also treated with balloon angioplasty and placement of a 3.00 x 8.00 mm promus premier stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient was hospitalized. Patient's coronary angiography revealed patent proximal 3x28 promus element plus stent. In addition, one day post procedure, the patient was discharged on (B)(6) and clopidogrel.

Event description:
Same case as MDR ID# 2134265-2015-00027. (B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with worsening coronary artery disease (cad) and a 3.00 mm x 8.00 mm promus element¿ plus stent was implanted in mid lad. In (B)(6) 2014, the patient presented with worsening cad. Coronary angiography was performed and revealed 80% isr of the mid study stent and 3.00 mm x 8.00 mm promus element¿ plus stent implanted in november 2013. The physician treated the lesion with balloon angioplasty and placement of a 3.00 x 8.00 mm promus premier stent, resulting in 20% residual stenosis. Post procedure, the event was considered resolved.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).